Event description:
While on the line with technical support, patient performed a display test and found that segments were missing from the advantage meter's result display. Additionally, patient indicated that no icons appeared during the display test. No adverse event was reported. Technical support requested the return of the suspect product and replacement product was shipped.